Event description:
This spontaneous report was received on (B)(6) 2012 from a consumer (age and gender unspecified) reporting on self from the united states. On an unspecified date, the consumer started using reach total care plus whitening toothbrush for dental cleaning (route-dental, lot number 18711sgm3, frequency and expiration date unspecified). After an unspecified duration, the toothbrush handle broke in half while brushing. This report had no adverse event and the action taken with the device was unknown. This report was considered a reportable malfunction case in the united states. Additional information received on (B)(4) 2012. A sample was not returned. A review of the trending data revealed no adverse trends. History review for lot 18711sgm3 was acceptable. Retain sample for lot 18711sgm3 was evaluated and met specification. Due to lack of a sample and no adverse trends a root cause was not determined for the complaint. Complaint trends will continue to be monitored. This report remains a reportable malfunction case in the united states.

Event description:
This spontaneous report was received on (B)(6) 2012 from a consumer (age and gender unspecified) reporting on self from the united states. On an unspecified date, the consumer started using reach total care plus whitening toothbrush for dental cleaning (route-dental, lot number 18711sgm3, frequency and expiration date unspecified). After an unspecified duration, the toothbrush handle broke in half while brushing. This report had no adverse event and the action taken with the device was unknown. This report was considered a reportable malfunction case in the united states. Additional information received on (B)(6) 2012: a sample was not returned. A review of the trending data revealed no adverse trends. History review for lot 18711sgm3 was acceptable. Retain sample for lot 18711sgm3 was evaluated and met specification. Due to lack of a sample and no adverse trends a root cause was not determined for the complaint. Complaint trends will continue to be monitored. This report remains a reportable malfunction case in the united states. Additional information received on (B)(6) 2013: a review of the trending data revealed an increase in complaint volume which could be attributed to an increase in shipment quantity. There were no related manufacturing or facility issues found and there were no changes made to the design, formula, packaging or labeling. One toothbrush lot 18711sg m3 was received. The toothbrush was cracked at the thumb grip. Packaging was not returned. It was observed that the defect in the returned complaint sample was not due to a manufacturing occurrence and it was manufactured according to the specification. The material of the handle had been changed, validated and released. Based on the information available, this device was used as intended for treatment. The device history review and visual retain evaluation for lot 18711sg m3 was acceptable. No adverse trends had been noted with this product or lot. The toothbrush broke due to high compression forces on the handle. It was verified that during the validation of this product, the toothbrush was subjected to overbend testing and no toothbrushes broke. The manufacturer confirmed the returned toothbrush was manufactured according to specification therefore the disposition of this complaint was undetermined. Complaint trends would continue to be monitored. This report remains a reportable malfunction case in the united states.

Event description:
This spontaneous report was received on (B)(6)-2012 from a consumer (age and gender unspecified) reporting on self from the united states. On an unspecified date, the consumer started using reach total care plus whitening toothbrush for dental cleaning (route-dental, lot number 18711sgm3, frequency and expiration date unspecified). After an unspecified duration, the toothbrush handle broke in half while brushing. This report had no adverse event and the action taken with the device was unknown. This report was considered a reportable malfunction case in the united states.

Manufacturer narrative:
(B)(4). This closes out this report unless other additional significant information is received.

Manufacturer narrative:
(B)(4). This closes out this report unless other additional significant information is received.

Manufacturer narrative:
The date of this submission is (B)(4)-2012. This closes out this report unless other additional significant information is received.